Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring patients when it stopped displaying / monitoring 2 sectors. The remote network station (rns), the secondary monitoring system, was still displaying patient information. However, on the cns all they see in the patient tiles is the "admit" button as if patients were not admitted to the cns. Nihon kohden technical support (tech support) asked the biomed when was the last time they rebooted the cns, and they did not know. Tech support had the biomed reboot the cns, and once the cns came back up all the patient tiles with the admit button displayed previously had the patients displayed, and they were getting vitals. Tech support informed the biomed that the cns needs to be rebooted every 3 months as preventative maintenance. They stated they will take note of that. Issue resolved. No patient harm was reported.